Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2001 - the patient was diagnosed with stress urinary incontinence (sui) and underwent a 2 part procedure which included a suprapubic hysterectomy, bilateral salpingo-oophorectomy, insertion of a non bard/davol "malecot" suprapubic catheter, a pubovaginal sling implant using a bard/davol flat mesh and a non bard/davol "precision tack transvaginal anchor system followed by cystoscopy. Per the operative report details, "utilizing the precision tack system bone anchors were placed in the posterior aspect of the pubis at the level of the bladder neck on either side. A 3 x 1.5 cm piece of polypropylene mesh material (davol flat) was then secured to the prolene sutures and excellent anatomical location was confirmed. The sling (davol flat) was noted to be flush across the bladder neck with no cephalad tension." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.